Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected off no power alarm was noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a single tone then shut down. The customer reported that she reviewed and saw that a low battery alert had occurred three hours prior. The blood glucose reading was 90 mg/dl. This was the first occurrence of the insulin pump shutting off less than 24 hours after a low battery alert. The battery was not previously used. The battery cap was not loose, cracked, or damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that she could wear the insulin pump until the replacement arrived but was advised to monitor the issue.